Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now. Blood glucose value at the time of incident was 8.3 mmol/l. The customer changed the battery and the insulin pump asked to rewind and prime. Customer was not able to rewind as the insulin pump gave 2 different alarms for motor error and the alarms occurred twice. It was advised to discontinue the use of the insulin pump. The device will be returned for analysis.